Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the o-ring on the hydraulic valve was leaking. The technician replaced the head hi/low valve to repair the bed.